Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, it was noted that the right ventricular lead exhibited high capture thresholds. On (B)(6) 2019, an x-ray was performed, and it revealed that the right ventricular lead was dislodged. The lead could not be repositioned due to helix rotation issue. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.